Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, total delamination on plug strap disk shell, a curved opening on anterior, and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior, a striated opening on anterior, and total delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on posterior assessed as fold flaw opening, a total delamination on plug strap disk shell assessed as adhesive failure and a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional additionally reported right side deflation. Device has been explanted.